Event description:
The consumer was lying in bed and lowering the bed when the bed allegedly collapsed, causing him to re-injure his back.

Manufacturer narrative:
The consumer allegedly their bed collapsed and required add'l surgery. Product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance or a set up error may have caused or contributed to this incident. MFR is attempting to obtain product for inspection. Malfunction is not confirmed.